Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from patient with implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via manufacturer representative. It was reported that the patient had a spinal fusion surgery on (B)(6) 2017 and afterwards, they were not able to get stimulation on the thoracic lead. It was reported that the patient was able to turn up stimulation on their cervical lead, but not their thoracic lead. It was reported that patient was to meet with their manufacturer representative on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The impedances were checked and were all found to be within normal limits. It was reported that the thoracic lead took more electrodes to stimulation and the patient had effective stimulation at the end of the appointment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-jul-07. The patient reported that (B)(6) when they got off their pain medication from their spinal fusion they noticed their thoracic lead was only covering their lower leg. The rep met with the doctor today who reported that on the x-ray it showed that the lead had moved. The x-ray showed that the thoracic was out of space mostly but was covering t-12. It migrated from their spinal surgery on (B)(6) 2017 from t7-t12. The patient was to be scheduled for a lead revision. The rep nor the doctor would have any additional information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-26. The rep stated that the patient was scheduled for a lead revision on (B)(6) 2017. No further complications were reported/are anticipated.